Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was delivering insulin after suspending insulin. Tandem technical support confirmed the pump was operating correctly and customer acknowledged. Customer's blood glucose level ranged between 200 mg/dl and "high". Customer declined to provide additional information and further troubleshooting with tandem technical support.